Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported the hcp reported the broken catheter to them. It was noted that the rep indicated they became aware of the event on (B)(6) 2019. It was later clarified that the rep was not aware of the broken catheter on the date of replacement ((B)(6) 2019) and that was when the doctor became aware of the broken catheter. It was noted that the rep knew the patient had increased pain and the pump and catheter were both replaced during the expected surgical intervention. The reason for pump replacement was due to elective replacement indicator (eri). The rep became aware of the broken catheter on (B)(6) 2019. The patient experienced increased pain. It was noted that the morphine dose was upwards of 12 mg/day. The cause of the broken catheter was not determined. It was noted the broken catheter has been resolved as the catheter was replaced with a new catheter. The status of the pump and the catheter were customer discarded. The information was conformed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
The aware date for the broken catheter and increased pain is (B)(6) 2019. Previously reported patient code and conclusion codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported the patient got their pump and catheter replaced on (B)(6) 2019. It was noted that the old catheter was determined to be broken. It was noted that the patient was monitored at the hospital and discharged the next day. No symptoms were reported. The event date was (B)(6) 2019. The patient's weight and medical history were asked, and will not be made available. No further complications were reported/anticipated.